Event description:
On (B)(6) 2012, customer reports via phone to product monitoring that during an unknown procedure on a male patient they were unable to fluoro, as the collimator had locked up the system. Customer stated procedure was completed without incident with the use of a c-arm. No injuries were reported.

Manufacturer narrative:
The customer reported to product monitoring (pm) a no fluoro incident occurred with the system during a patient procedure. The system was designed to not fluoro in the event of a problem with one of the accessories, in this case, the collimator. Problem identified in service manual under alarm/error codes, and correction given. Customer indicated to pm that they were able to lubricate the collimator blades and returned the system to full service. No further investigation needed.